Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set tubing detached from connector which led to high blood glucose level of 340 mg/dl. The infusion set was in use at insertion. The issue got resolved by replacing the infusion set and resumed insulin successfully. No further information available.